Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted.

Event description:
It was reported that a patient had to be hospitalized due to high blood glucose bg levels and high ketones of between 1.8 and 2.2 while wearing the pod between 4 and 24 hours on the leg. The patient's glucose history is as follows: bg (mmol/l)/(mg/dl): 18, 324. 20, 360. 22, 396. 26, 468. Multiple corrections were administered using the pod, but the patient's bg levels did not decrease staying high all night and experiencing vomiting, pain and stomachache the next morning. The pod was removed and her father, stated seeing the cannula out of the skin. The patient was rushed to the emergency room (ER) where she was admitted and placed on an intravenous (IV) treatment of saline fluids, hooked up to a machine, monitored and instructed the parents to keep delivering treatment through the omnipod personal diabetes manager (pdm) with the new pod. The patient was released after her ketones went back to normal.